Event description:
Last night, pt had four consecutive shocks and interrogation of his device demonstrated that the device was seeing a rapid changing potential with sometimes cycle lengths of the lowest of 120 milliseconds, suggesting this could have been a ventricular tachyarrhythmia, however, the device fired four times and unsuccessfully converted the rhythm and the pt survived this, suggesting that maybe this was artifactual and not truly ventricular fibrillation.